Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2014, the patient experienced peritonitis. As the sample was not returned, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h14d17109 and h14c12094. There were no issues detected during the manufacturing processes associated with the reported issue. As the sample was not returned, a device evaluation cannot be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The cause of the event was not reported. The following month, the patient was hospitalized for the event. Treatment for the peritonitis event was not reported. Four days after admission to the hospital, the patient was discharged. At the time of this report, the patient was recovering from peritonitis and pd therapy was ongoing. Additional information was not available. This is report 1 of 3 involved in this peritonitis event.